Manufacturer narrative:
Upon further review of the file, reporting interface of the tube broke during vitrectomy surgery was not to be considered a reportable malfunction because a serious injury had not occurred and it was not likely that a recurrence would result in serious injury. The event was only related to component broken. No further reports will be scheduled under mfg. Report number 1644019-2024-00957. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the file, reporting interface of the tube broke during vitrectomy surgery was not to be considered a reportable malfunction because a serious injury had not occurred and it was not likely that a recurrence would result in serious injury. The event was only related to component broken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported that interface of the tube broke during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.